Event description:
It was reported to a physio-control sales representative that the service indicator led on the customer's device was illuminated. The customer could not confirm which service code was logged into the device's memory. A third-party service agent then tried to update the device's software but the device continued to show the service indicator. It was observed during evaluation that the device would not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the patient parameter pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.